Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for poor clot formations was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Ten retention lot samples were evaluated during this clinical investigation. Three retention samples did not clot following sixty minutes of clotting time. This complaint is confirmed for poor clot formation. Conclusion: bd was able to confirm the customer's reported mode of failure.

Event description:
It was reported that when some of the bd vacutainer® glass serum tube were spun down some of the tubes did not clot correctly. No serious injuries or medical intervention.